Event description:
Patient's rn called in to report that the patient is fatigued and came to the emergency department via ambulance. The patient stated that they woke up and heard "preparing to shock alert", confirmed on pressing the alert button but then heard "call 911" (consistent with having received a shock). The nurse confirmed gel released from the therapy pads . No shock episodes was logged in device event log. The discrepancy between the health care professionals report and the wcd episode event record was not immediately available and will be investigated. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.